Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the device partially fired. The stapler did not staple completely the tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) displayed a full complement of staples and the interlock was set with no knife blade damage. The loading unit was reset and loaded into the returned instrument for functional testing. The instrument and loading unit were applied to the appropriate test media with the acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.